Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during an implant procedure, multiple leads were attempted, the patient experienced pericardial tamponade. Drainage was performed and the patient was put under observation. The lead attempted leads were not implanted. No further patient complications have been reported as a result of this event.